Event description:
The following information was reported to gore from the fsa: on (B)(6) 2024, a 13 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) was intended for use to treat an iliac aneurysm that occurred after placement and use of a non- gore arteriovenous graft (avg) in the same region. Additionally, there was also a previous arteriovenous fistula (avf) that failed in the same region. The patient also had a previous endovascular aneurysm repair (evar) with another non-gore aortic-femoral graft that was explanted 7 years ago. Reportedly, access was gained in the patient through the femoral artery. The viabahn® device was advanced over a 0.035¿ terumo glidewire advantage through a 10 f terumo introducer sheath. It was noted that the patient had tortuous anatomy when the turn was attempted from the common iliac artery to the iliac artery (unknown if internal or external). Consequently, there was failure for the viabahn® device to advance to the target treatment site. The viabahn® device was then withdrawn with the 10 f introducer sheath still in place and advancement was attempted again without success. It was reported the physician then withdrew the viabahn® device and the 10 f introducer sheath (unknown if in tandem) without difficulty from the patient. The same viabahn® device was then advanced through a 12 f gore® dryseal flex introducer sheath without difficulty. However, allegedly, the proximal end of the viabahn® device stent graft and the catheter appeared to look frayed and begun to separate. The entire viabahn® device was removed from the patient without difficulty. The viabahn® device stent graft was not expanded. The procedure was successfully completed with another viabahn® device through the 12 f gore® dryseal flex introducer sheath. There were no consequences or impact to the patient. The physician suspected the cause of the event was from the patient's tortuous anatomy and multiple attempts to advance the same viabahn® device.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2024-05000 was submitted in error and is hereby retracted.